Manufacturer narrative:
The reagent lot number is 802247. The expiration date was not provided. The field service representative performed preventative maintenance, adjustments, cleaning, decontamination, and checks. He replaced the sampling tubes, mixer rubber belt, measuring cells, the detection unit tubing, and all the seals. He reconnected the ground cable on the probe assembly. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was reported to be 51 ng/l (50.65 pg/ml with a data flag). A different aliquot from the same patient was tested at another laboratory, and the result was reported to be 11 pg/ml. The initial sample was retested, and the result was reported to be 11.36 pg/ml. The patient allegedly went into cardiac arrest. Allegedly, treatment was delayed because the physician was waiting for follow-up results. Additional information regarding the alleged event was requested, but was not provided. This event is being reported out of an abundance of caution.

Manufacturer narrative:
The service actions that were previously reported occurred several months before the alleged event. The qc was acceptable. On 10-jun-2025, the field service representative performed multiple checks, connected the ground cable to the probe assembly (cable was disconnected), and performed successful tests. On 21-jun-2025, the field service representative noted that the customer's maintenance was current, and the instrument appeared to be functioning normally. The instrument check showed the module was performing within specifications. No abnormalities were observed. The investigation did not identify a specific cause of the event, and no product problems were found.